Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during the surgery, both t-pieces of the fastfix were pushed out, when the surgeon placed the first fissure. No back up device was available. No patient injury or other complications were reported.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.

Manufacturer narrative:
One used fast-fix 360 curved needle delivery systems were returned for evaluation. Visual assessment of the devices showed no suture or ts remain on the delivery needles or were returned. The needle is dramatically bent on two planes. The device was functionally tested for proper actuator advancement and cycling and found not to function as intended. Per the device instructions for use under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. There were no indications that would suggest that the devices did not meet product specifications upon release into distribution.